Manufacturer narrative:
No product samples or videos were received for investigation. An image was returned which shows a burette inside of a bag and annotations which draw attention to where the burette cap meets the burette transparent cylinder wall. The complaint indicates that the drug was found to be leaking from the bottom of the pump bag, which cannot be seen in this image. No anomalies are evident from the image provided, and no leaks are seen. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint. The complaint cannot be confirmed.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum burette clave sites 114in ndehp set, that when the nurse was administering the drug, a tiny amount of chemotherapy drug (taxotere) was found to be leaking. A sample photo provided by the customer indicated the leak occurred at the bottom of the burette. The chemo administration was immediately stopped, the device replaced, and the infusion was continued. There was patient involvement and no adverse event reported.